Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture which was accompanied by symptoms of heart failure was observed. The physician elected to explant and replace the lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.